Event description:
A report was received that the patient had a reccurring infection.

Event description:
A report was received that the patient had a recurring infection.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a reccurring infection. Additional information was received that the patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was discarded. No further information has been obtained despite good faith efforts.